Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
The patient's legal guardian reported that the patient received a blood glucose reading of 'high' (over 400 mg/dl) while wearing the pod between 1 and 4 hours. It was also reported that the patient experienced pain while wearing the pod prompting removal. When the pod was removed from the infusion site, the pod's cannula was found bent and the site had "redness but not significant". As treatment, a new pod was applied.